Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "painful swollen lymph nodes which have now been scanned and are full of silicone" and rupture. Patient additionally reported "issues with balance, hormonal issues, unexplained cholesterol, ms, adhesions, autoimmune conditions" which have been deemed not related to the device. Healthcare professional reported unknown side "distortion", "firmness" and "pain". Device has been explanted. Left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicon migration, rupture.

Event description:
Patient reported "painful swollen lymph nodes which have now been scanned and are full of silicone" and rupture. Patient additionally reported "issues with. Balance, hormonal issues, unexplained cholesterol, ms, adhesions, autoimmune conditions" which have been deemed not related to the device. The side of this record is unspecified. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., g.3., h.6.

Event description:
Healthcare professional reported unknown side "distortion", "firmness" and "pain". Device has been explanted.